Event description:
Nellcor puritan bennett received info stating, "while in use on pt, setting failure lamp blinked and the unit stopped cycling. No audible alarms occurred at the time." Pt was not harmed or injured as a result of the event.